Manufacturer narrative:
Additional data: h3 - device evaluation: lens was returned dry, in micro-centrifuge vial, clear surgical residue on product. Visual inspection found debris on the lens and lens curved in claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.50/1.0/083 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Significant reduction of irido-corneal angels and excessive vault were observed. The lens was removed and exchanged on (B)(6) 2019 and the problem was resolved. Cause of the event is reported as unknown and wtw measurement.